Event description:
The physician intended to implant a 3.0 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal rca by direct stenting. Prior to this a 3.0 x 22 mm resolute integrity rx stent was successfully implanted past the proximal lesion in the rca. The target lesion exhibited excessive tortuosity, 50% stenosis and severe calcification. The 3.0 x 18 mm resolute integrity stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged. Another resolute integrity stent of the same size was used to treat the target lesion. The patient was reported to be fine post procedure and no clinical sequelae were reported. Please note that this device (rsint30018x) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (target lesion exhibited excessive tortuosity, 50% stenosis and severe calcification); inherent risk of procedure (stent damage, failure to deliver the stent 205 failure to follow instructions (target lesion not pre-dilated). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited excessive tortuosity, 50% stenosis and severe calcification); user error contributed to event (target lesion not pre-dilated). (B)(4).